Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a led fault on their system controller as well as a black band that appeared on the side of the display. The controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a black band appearing on the system controller lcd display and an "led fault" was not confirmed as the controller was not returned for analysis and no photos were submitted for review. Multiple attempts were made to determine if the controller would be returned for analysis; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 24apr2015. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.